Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. There was a false pause alert on the implantable cardiac monitor. The sensing settings were not sensitive enough to pick up signal. Programming changes were made on (B)(6) 2019. The patient was stable.